Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a drive line communication fault. The modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline communication fault alarms; however, a direct correlation between this finding and the returned modular cable could not be conclusively established through this evaluation. Furthermore, a specific cause for the driveline communication fault alarms could not be conclusively determined. It was reported that the patient presented to a hospital with a communication fault. Upon arriving to the following hospital, the alarm was cleared and did not reoccur. As a precaution, the modular cable was exchanged. The submitted system controller event log file contained data from 15jun2020 through 17jun2020. The log file captured two comm b fault flags on 15jun2020. Two more comm b fault flags were captured before a constant driveline communication fault alarm was observed from 16jun2020 at 14:42:13 until 23:25:37. No alarms were observed for the remainder of the file. No interruption in pump function was observed. The pump speed was stable and the pump appeared to have functioned as intended throughout the duration of the log file. Upon examination of the modular cable, no damage was observed to the outer jacket or bend reliefs. The controller and in-line connector pins also appeared unremarkable. The modular cable was then operated on a mock circulatory loop for approximately 15 minutes. The modular cable was manipulated while the pump was running; however no atypical alarms were observed and the driveline communication faults could not be reproduced. Log files were retrieved from the test system controller. No atypical alarms were observed in the retrieved log files. The modular cable was also connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. Following the electrical testing and operation of the modular cable on the mock loop, the outer jacket, armor layer, bionate, and wrap layers were carefully removed to examine the underlying wires. No damage was observed. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the implant kit for (B)(6) on 02nov2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook explain all system alarms, including the driveline communication fault alarm, and the recommended actions associated with them. Both documents also contain information in regard to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.